Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pain at the implantable pulse generator (ipg) and the right atrial (ra) lead exhibited potential loss of capture and no sensing which were missing on presenting electrogram(egm). The ipg and lead remain in use. No further patient complications have been reported as a result of this event.